Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade iii.

Event description:
Health care professional reported left side capsular contractures baker grade iii and deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination, crease fold, white calcification on the surface of the shell 25%, fluids. Leak test was performed and found delamination of the diaphragm valve. A microscopic analysis was performed which identify, delamination. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Health care professional reported left side capsular contractures baker grade iii and deflation. The device has been explanted.